Event description:
A consumer reported that following cataract surgery her surgeon told her she had a swollen cornea. The reporter did not provide any contact information; therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).